Manufacturer narrative:
This report is being supplemented to provide additional information based on results of third-party testing, the customer provided cleaning disinfection and sanitization (cds) practices, and the legal manufacturer's final investigation. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date:2023/11/08. Sampling from: all channels. Cfu:<1 cfu/endoscope(<1 cfu/100ml). Bacterial identification:n/a. Additional details were received regarding the cleaning disinfection and sterilization practices (cds) of the user where and olympus etd 4 was used. There were no reported defects to the machine. Detergent name: olympus ecolab. Disinfectant name: olympus ecolab endo 10. All channels were connected with tubes when the endoscope was setting up into the aer. The concentration and expiration date of the disinfectant was controlled. The rinse was controlled. The water filter was replaced periodically in accordance with instructions for use. The device is dried with blown filtered compressed air and is stored in a simple cabinet. This is no suspected patient infection as the device was quarantined after the positive culture was observed. There are no deviations or concerns in reprocessing. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, during reprocessing, the colonovideoscope tested positive for 5 colony forming units (cfus) of staphylococcus hominis. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The olympus scope was sent to an independent laboratory for culture testing and results are still pending. The investigation is ongoing and follow up with the customer is currently being performed. After culture testing, the device will be evaluated. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.